Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dl code 203) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a damaged u1003 component on the computer/analog board. Additionally, there was liquid contamination found on the computer/analog board. The root cause for the damaged u1003 could not be positively identified. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor would not download properly.